Manufacturer narrative:
It is noted that per the instructions for use (IFU -art-20837 rev. A, IFU elupro antibiotic-eluting bioenvelope) provided with the finished elupro device, "infection" is listed within the potential complications associated with device usage. Infection is a known complication with the implant of a cardiac implantable device.

Event description:
A phone call was received on december 18, 2025 from a boston scientific representative that a patient who was implanted with an elupro device (part and lot number unknown) by dr. Whalen at wake forest baptist. The patient later had an infection according to the physician. No further details are available regarding this event. If additional information is received, a supplemental report will be filed.